Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported cardiac arrhythmia could not conclusively be determined through this evaluation. It was reported through the patient outcome that the patient passed away due to refractory ventricular tachycardia. No additional information was provided. No alarms were associated with the event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. It was reported through salesforce that the product was not available for evaluation as it was retained by the hospital. Heartmate ii lvas IFU, rev. C, lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 12dec2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to refractory ventricular tachycardia.